Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was observed during review of the device data logs. However, the device passed full functional testing including shock testing at various joule settings without duplicating the report. Review of the device logs also showed several low battery and shutdown warning messages. Under a low battery condition, it is possible that the device was unable to acquire enough power to deliver the shocks. However, it is unable to be determined if the issue was due to a battery malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.